Event description:
Boston scientific crm received information that during a recent device change out procedure, when the physician tried to remove this lead from the header, the terminal pin completely broke free of the lead body and stayed in the device header. The physician quickly pushed the lead back in the header and placed a new ventricular lead. The old damaged lead was then removed once again from the header and surgically abandoned in the patient. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.